Event description:
The home portion was detached from the catheter during the traction removal for replacement. The device had been placed for 155 days. Detached dome was removed from a patient by an endoscope.